Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose of over 700 mg/dl. The customer was treated with needle for high blood glucose 500 mg/dl and it did not go down and the blood glucose level went over 700 mg/dl. The customer¿s blood glucose level at the time of report was in 400 mg/dl. The customer did not experience any symptoms. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.